Event description:
Add'l info received from MFR on 12/10/99: actual catheter involved in this event was returned and visually examined. Catheter did not present any anomalies. Additionally, a simulated in-use test was completed for this catheter. This test includes inserting the catheter tip into a uterine simulator. Filling the balloon with d5w to a pressure of 160 mm hg (approx 15 cc of d5w) and pressing start button. "Uut" shall go through therapy cycle. Results for this test were satisfactory for the catheter returned. "DHR" for this device was reviewed including 100% production leak test data, electrical test data and "aql" post-sterilization leak test data and electrical test data. Results indicated mfg process was completed within specs and no anomalies within the process were found that could relate to this report.